Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data did not find any load step malfunction related records. The pump powered up and functioned properly. A rewind/load/prime sequence was completed without incidents. The force sensor calibration reading was within specifications. The pump was opened and no internal issues were found. The investigation was unable to verify or duplicate the reported issue. Unrelated to the reported load step issue, a crack was found in the battery compartment extending from the case seal to the grip pad. No evidence of moisture intrusion was found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump was priming the tubing during the load step and there was no ¿no cartridge detected¿ warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.